Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. After cleaning the helix region of blood/tissue, the helix was able to extend and retract. The extended helix was found to be within product specification. The reported events of loss of capture and undersensing were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
After the implant procedure, a loss of capture and undersensing were observed on the right atrial (ra) lead. X-ray imaging revealed the ra lead had become dislodged. The ra lead explanted and replaced to resolve the event. The patient was in stable condition.